Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and customer planned to reset pump independently and contact support again if issue persisted.